Event description:
An end user (consumer) was sitting on the unit at the kitchen counter taking his medication when the wheel sheared off. The end user fell backwards and hit his head on a hard plastic potato bin and gouged out a chunk of his linoleum floor. The handles hit him on his back his shoulders as a result. The end user stated that his hands are bruised and his back, knee and arm are hurt. The end user did not seek immediate medical attention, but went to the ER the following morning, and to his primary doctor on (B)(6) 2013 (five days post-incident). Although he has the unit in his possession, the end user is unwilling to send the sample in for evaluation. The end user's weight is (B)(6) as weighed by his doctor on (B)(6) 2013. The weight capacity for this unit is 375 pounds. Attempts have been made to obtain further detail as to extent of injury; however this info has not been made available as of the writing of this submission.